Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. The same day as event onset, the patient was hospitalized for the peritonitis. The patient was treated with vancomycin injection (1 gram, once a day in five days, route not reported) and fortum injection (1 gram, once daily, route not reported) for peritonitis. At the time of this report, the patient was recovered from the peritonitis; however, the patient remained hospitalized and antibiotic treatment was ongoing. Action with pd therapy was not reported. No additional information was available.